Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was placement difficulty the pacing lead was attempted to be implanted but was unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.